Event description:
It was reported that during a vacuum assisted breast biopsy procedure through normal density tissue, the needle continues to cut but no sample was taken further. It was further reported that one blue button was allegedly dropped into sample chamber and did not make the needle work. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the encor product is adroit medical equipment. H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vacuum assisted breast biopsy procedure through normal density tissue, the needle continues to cut but no sample was taken further. It was further reported that one blue button was allegedly dropped into sample chamber and did not make the needle work. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos and two electronic videos were provided. The first photo shows the labelling information which verifies/matches with the tw details, the second photo shows that the blue shaft seal cap was noted to be detached and it was shown in sample trap chamber which was partially inserted into the encor probe. The provided two videos shows the encor biopsy probe wrapped up with the plastic cover as the probe undergoes the cycling procedure. Based on the provided photos and videos, the reported device detachment can be confirmed and the other two reported suction issue and failure to obtain sample cannot be confirmed. Therefore, the investigation is confirmed for the reported detachment of device or device component as the provided photo shows that the shaft seal cap was noted to be detached, the investigation is inconclusive for the both failure to obtain sample and suction issue as no objective evidence was shown in the provided photos and videos to support the reported event. It is likely the detached component led to the vacuum issues and inability to obtain samples during the reported event. However, a definitive root cause for the reported failure to obtain sample, suction issue and detachment issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: d4 (unique identifier (UDI) #), g1, h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.